Manufacturer narrative:
The pump user guide states, "your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to off. You can set it anywhere between 5 and 24 hours. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. The customer's blood glucose (bg) level increased to 770 mg/dl and the customer experienced diabetic ketoacidosis (dka). As a result, the customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit (ICU). Intravenous fluids of saline and insulin were administered to address elevated bg levels and dka. The customer was discharged from the ICU on (B)(6) 2025 with no permanent damage and the issue resolved. Customer reverted to an alternate method of insulin therapy.